Event description:
Single account reported to dade behring that they observed a clinical s. Aureus isolate oxacillin mic discrepancy. The account obtained an oxacilln-susceptible result on the microscan dried pos mic panel type 20a lot#2006-06-10 and an oxacilli-resistant result on a secondary method (mrsa screen plate). Isolate was reported as "resistant" by the laboratory to the physician. There was no report of adverse health consequences to the pt as a result of adverse health consequences to the pt as a result of the falsesusceptible result being obtained. Isolates were sent by the account to dade behring for investgation.